Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient presented with a reddened and secreting driveline exit site. Cultures were positive for serratia marcescens. Dressing changes 3 times a week with an aseptic agent were performed. Cultures on (B)(6) 2017 were positive for pseudomonas aeruginosa. The patient was not treated with antibiotics. On (B)(6) 2017, the patient was admitted to the hospital with an ongoing driveline infection with purulent secretion at the exit site. Cultures were positive for pseudomonas aeruginosa. Antibiotic treatment was started. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause of the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.